Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm or low battery alarm noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump recieved a battery out limit alarm, and the battery is draining fast. Customer's blood glucose level at the time 197mg/dl. Troubleshooting occured. No additional information was provided.